Manufacturer narrative:
The thermogard console was evaluated by field service technician at customer's site. The customer complained that the console was slow to re-warm a patient was not confirm. The issue could not be reproduced. The console passed functional testing with no faults found. Additionally, the console passed all final testing criteria and met all specifications. No issues were found during archive data review. The thermogard functions as intended and the console was placed back in service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
It was reported that the female patient (B)(6) years of age was inserted an icy catheter without issue in the left femoral vein for an ivtm treatment of hypothermia after CPR. Patient was successfully cooled and during rewarming stage, three days after catheter insertion, the target temperature could not be reached, an ultrasound examination was performed and has shown that the patient has developed a deep vein thrombosis (dvt) in left femoral vein. The patient is a high risk for deep vein thrombosis (dvt) due to history of smoking and alcohol abuse. Patient was placed under deep vein thrombosis (dvt) prophylaxis protocol utilizing lovenox. In addition, patient was on cortisone, sedation, antibiotics and catecholamine medications. Per reporter, no fluid leaks were observed near console, patient bed or the floor. Per additional information received, patient was systematically anti-coagulated and no other adjunct procedures were performed. Per reporter, patient was extubated and in responsive state. This represents the report of the patient unable to achieve target temperature using the thermogard console. The report of dvt observed on the removed catheter is referenced under MFR 3010617000-2018-00557.